Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the verbatim: when rn went to trace lines, the connection site between the syringe tubing and the microfilter tubing had a significant leak. The medication running through this line is epinephrine ordered for cardiac function. It is evident that based on the slow rate order, it is unlikely this patient was receiving adequate drug amount. This happened twice. Will send both filters for investigation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leakage and returned two used samples of material 10011865 and lots 23079268 and 23029085. It was not possible to determine which sample corresponded to which lot. The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were then primed with water and pressurized to try and locate the leaks. One set was found to leak from the filter air vent. The other set did not have any leaks found. The complaint is verified by the one set. The filter was sent to the filter supplier for further investigation, but they were not able to replicate the leak in either failure. The root cause is unknown without the failure being replicated in the supplier testing. Device history record review for model 10011865, lot number 23079268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10011865, lot number 23029085 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.